Event description:
It was reported that foreign matter occurred before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "smears were confirmed on the 8 barrels." 8 occurrences were reported.

Manufacturer narrative:
Investigation summary: four photos were provided by the customer for investigation. One photo shows two syringes laying side by side. There is a red circle near the bd logo of each syringe. Two of the photos show a magnified view of the circled areas. The bd logo in both photos is smeared and there appears to be dark foreign matter near the logo as well. This appears to be a rub mark on the syringes. The fourth photo shows the printing on the top web of a blister pack which provides the product information and product number. A rub mark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "smears were confirmed on the 8 barrels." 8 occurrences were reported.